Manufacturer narrative:
The insulin pump was unable to perform displacement test due to partially broken reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that pieces missing on both the reservoir and battery compartments. The customer¿s blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.